Event description:
On (B) (6) 2010, this pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the stiff guidewire was not removed prior to final angiography. The pt tolerated the procedure. On (B) (6) 2010, the pt presented with leg heaviness. Angiography revealed that a contralateral leg component implanted one month prior was resting very tightly against the iliac artery and very little blood was flowing through the device. On (B) (6) 2010, a reintervention occurred whereby two additional gore excluder aaa endoprostheses were implanted to straighten the iliac artery and provide extension down to the hypogastric artery. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.